Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he was hospitalized for a low blood glucose of 20 mg/dl. The patient was unconscious and was treated with a glucose shot. He stated that he got lazy with his carbohydrate counting and that he had been changing his pump settings on his own; he had given himself too much insulin. The customer was advised to follow up with his health care professional to see if his current settings needed to be changed. Additionally, the customer's insulin pump had no delivery issues. Troubleshooting was initiated and the alarm was cleared. The customer confirmed that his infusion set was a month old; the needle was bent sideways.